Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that there was battery mobility and pain at pocket site. The factors that may have led to this issue was the patient was known to palpitate battery site. A pocket revision was completed and the issue was resolved.